Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed programming assistance. Customer's blood glucose level was 508 mg/dl. Customer attempted to use her old pump but it was not working. Customer did not have the bolus wizard settings. Customer was in the hospital and had just gotten out for a non-diabetes related issue. Customer stated that she cannot rewind her pump and needed assistance to set their carbs and sensitivity into their new pump. Customer stated that she was going to treat with her pump. Customer mentioned that the hospitalization was due to an upper respiratory infection. Customer was assisted in programming their bolus wizard settings. No additional information provided.